Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was in chronic atrial fibrillation (af) and had a subsequent ablation procedure. It was noted that after the ablation lv thresholds increased. It was suspected that the patient's atrio ventricular node was knocked out and that this lead may have micro-dislodged during the procedure. It was noted that there was no loss of capture and thresholds had later decreased. Additional information was provided that a revision procedure was performed due to there were two 2 areas of drainage on the pocket and this lead again exhibited elevated thresholds. During the revision, it was noted that cultures were negative for infection, but the physician felt that since the pocket was bleeding and the patient had some unusual-looking tissue, it was decided to extract the patient's system and treat for an infection. No additional adverse patient effects were reported.